Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for examination. Product photographs were not provided for examination. The investigation can not confirm, the reported broken event, since product images were not provided. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a device history record (mre) review was not possible, because the required lot code was not provided.

Event description:
Broke while impacting the implants. Tibial impactor split in half. Only two pieces. The impactor handle also broke, just one piece broke off but it is no longer functional. Surgical delay of 2 minutes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.